Event description:
Pt was revised to address tibial loosening and subsidence. Poly wear was discovered intraoperatively.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by mfg lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. It was noted the product was implanted for approx twenty years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.